Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unreadable and unresponsive touch screen issue was verified, but the cracked touch screen issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.